Event description:
A thin walled fep ringed gore-tex stretch vascular graft with removable rings was implanted as an axilloprofunda bypass. Approximately 1 week post-operatively, the patient presented with a large hematoma in the axillary region. Exploratory surgery revealed a graft tear at the distal portion of the anastomosis. Torn graft section was excised and a new anastomosis was created. The torn graft section was returned for examination.